Event description:
It was reported that the patient missed their refill appointment and the low reservoir alarm was (B)(6) 2015. The pump empty reservoir alarm occurred on (B)(6) 2015. The patient missed their refill due to being in a nursing home. The pump was refilled on (B)(6) 2015. It was noted that no one had heard the pump audibly alarm until it was being refilled, at which time the office staff could hear the pump alarming. When the pump was refilled it was confirmed to be empty. The patient did experience some increased stiffness in their leg. Once the pump was filled, the doctor was able to aspirate from the reservoir to verify the drug had been successfully delivered into the reservoir. It was reported that the patient was presumed to be doing alright. The pump was used to infuse gablofen (500 mcg/ml, 74.8 mcg/day).

Manufacturer narrative:
Concomitant product: product ID 8711, serial # (B)(4), implanted: (B)(6) 2009, product type catheter; product ID ne u_ptm_prog, serial # unknown, product type programmer, patient. (B)(4).